Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator displayed a "machine pressure sensor autozero failed" error message. The device was in clinical use when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) noted that the customer's v60 ventilator displayed a "machine pressure sensor autozero failed" error message. During troubleshooting, the rse provided the following instructions, verify pin alignment between solenoids and the data acquisition (da) printed circuit board assembly (pcba), replace the machine auto-zero solenoid (sol 2 and sol 4), replace the da pcba. The customer was provided with the part numbers for replacement. Investigation ongoing.

Manufacturer narrative:
A follow up was performed with the customer, and it was reported tht the solenoid valves were replaced; however, the issue was not resolved. The customer then reported that the data acquisition (da) printed circuit board assembly (pcba) was replaced, and the issue was resolved. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.